Event description:
A consumer reported that he experienced a burning sensation for a couple of days following the use of this product. He stated he went to the hospital to "have tests done on his eyes because he could barely see at all" and was treated with a medication. He stated his symptoms resolved within a couple of days. He noted the product was "discolored and not as liquefied." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined. Additional information has been requested. (B)(4).